Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and the pump battery was depleting quickly. Subsequently, the pump shut down. Additionally, the pump was warm to the touch despite being in room temperature conditions. Reportedly, the pump was charging during the reported event. Customer¿s blood glucose level was 251 mg/dl. The customer reverted to an alternate method of insulin therapy.